Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported an accident with a head trauma in the area of the implant. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In situ measurements since 2012 show two channels involved in a short circuit due to undetermined reasons. The short circuit could not be located during investigation. In addition, an external impact to the implant site was reported. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported an accident with a head trauma in the area of the implant. The user was re-implanted.

Event description:
The user reported an accident with a head trauma in the area of the implant. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. Further in situ measurements before the reported impact show two channels involved in a short circuit due to undetermined reasons. The concerned device was explanted but has not been received for investigation yet.